Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by brazil that during service and evaluation, it was determined that the trigger of the air reamer/drill device was sticky. It was noted in the service order that during testing the device did not work as expected. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2018-57566 is a duplicate of MFR# 1045834-2018-52228. Reference MFR# 1045834-2018-52228 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.